Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering accurately. They stated that it was both over infusing. They stated that the pump was programmed to deliver for 24 hours, but that it was delivering in 18 - 20 hours. They stated that this would result in the patient having elevated blood sugar levels, but that they were able to manage this with insulin. Mmdg followed up with the initial reporter who stated that the patient had not experienced any harm due to the complaint. (B)(4).